Manufacturer narrative:
The returned device was evaluated which included functional testing. The device was turned on using stock batteries and an led segment on the led digits did not illuminate. During the operational testing the unit was able to obtain readings and alarmed audibly and visually under alarm conditions. An internal inspection of the device was conducted and the unit was confirmed to have an open circuit across two nodes, preventing the display from illuminating the missing led segment. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the rad-5v has issue with segments missing when device is turned on. The lcd should be displaying 95%, it reads 45%. No consequences or impact to patient were reported.